Event description:
During biomed testing the device intermittently would not discharge and intermittently not charge. Complainant indicated that there was no pt involvement in the reported malfunction.